Manufacturer narrative:
The device was returned and interrogation of the device revealed it was above eri when received. The device communicated appropriately and revealed no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented to the emergency room with infection and skin erosion. The device was found to be protruding from the opened incision site of the implanted device pocket. The physician explanted the active system ¿ implantable cardioverter defibrillator (ICD), right ventricular lead and atrial lead due to the infection. The patient's status was unknown.